Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: unable to make contact with the customer via telephone at call back on 01/21/2017. At call back on (B)(6) 2017, the customer stated her condition had improved and she was not currently having any diabetic symptoms. The customer stated that no medical attention was needed since the last call. The customer stated that no additional blood tests were done using the meter.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer stating that new meter received this week is giving high readings. The customer is concerned with tests results from results obtained of 507 mg/dl. The customer's expected fasting blood glucose test result range is 170 - 200 mg/dl. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Daughter stated customer's meter read 507 mg/dl fasting at 8:10 pm on (B)(6) 2017. Daughter stated the customer was taken to the hospital and at 9:00 pm her blood sugar meter result was 187 mg/dl and the lab result was 174 mg/dl. Daughter stated no intervention was received at the hospital and the customer was released. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 337 mg/dl using truetrack meter and 284 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/15/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer's daughter states that her (B)(6) mother usually refuses to take her medications and spits them out.